Event description:
It was reported that lead was capped due to increases in capture threshold and pacing lead impedance in 2009. It was noted that patient works with a jackhammer in construction. Lead was subsequently explanted. Patient was well after the procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 39.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.